Manufacturer narrative:
The exact age of the patient is unknown, however, over 18 years old. (B)(4) the related event of coating on pullwire peeled. The complainant indicated that the device will not be returned for evaluation, as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, when the physician removed the pullwire, from the patient's stoma site, it was noted the coating from the pullwire was peeled off and stuck to the one step button. The peeled coating was removed by hand outside the patient. The physician checked the inside of the patient's stoma with an endoscope and found the peeled coating was coiled around the one step button tube. The physician retrieved the coating with straight grasping forceps, nothing remained in the patient. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.